Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 h6 correction: device codes changed to peeled; jaw internal complaint number: (B)(4). The device was returned to the factory on 09/15/2020. An investigation was conducted on 09/23/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the heater wire. The heater wire was observed to be flexed away from the tip of the hot jaw to the center of the hot jaw, but remained attached at the base of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled away at the tip also, exposing the metal portion of the hot jaw. The clear silicone insulation on the cold jaw was also observed to be peeled back at the tip, exposing the metal tip of the cold jaw. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tip of the device came apart and the hpii was not working well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the tip of the device came apart and the hpii was not working well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.